Manufacturer narrative:
(B)(4). Review of lot f1732604, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a mynxgrip vascular closure device (vcd) 6f/7f did not enter the 6f procedural sheath introducer. Additional information was requested, but is not available at this

Manufacturer narrative:
Complaint conclusion: it was reported that a mynxgrip vascular closure device (vcd) 6f/7f did not enter the 6f procedural sheath introducer. Multiple attempts to obtain additional information were unsuccessful. The product was not returned for analysis. Review of lot f1732604 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. However, procedural and/or patient factors could have contributed to the report event. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Manufacturer narrative:
Complaint conclusion: it was reported that a mynxgrip vascular closure device (vcd) 6f/7f did not enter the 6f procedural sheath introducer. Multiple attempts to obtain additional information were unsuccessful. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was disengaged from the black handle. The procedural sheath and the sealant were not returned. The advancer tube was engaged to the distal tamp lock, covering the balloon proximal tip. The balloon¿s distal tip was inverted (overlap on itself) and the balloon cannot be retracted through the advancer tube. The condition of the returned device does not match the description of the incident. Investigation indicated that the sealant was deployed and the balloon cannot be retracted through the advancer tube due to the inverted balloon distal tip. Functional testing was conducted on the returned device. Inflation/deflation test was conducted and the balloon performed per specification. The inverted balloon distal tip was straightened and the balloon was able to be removed through the advancer tube lumen without issue. The device was visually inspected at high magnification and it was observed that the balloon distal tip inverted and material was bunched up at the distal end of the advancer tube, which had obstructed the device path during the balloon retracting. No other anomalies were observed. Review of lot f1732604 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event reported as ¿inability to advance in sheath¿ was not confirmed due to the condition in which the unit was received for analysis as the procedural sheath was not returned. Based on the investigation performed, the reported event may have been a balloon retraction jam caused by excess tension applied to the device during the procedure. Tension at or above 7n was likely applied to the balloon during the procedure. The high amount of tension caused the distal leg of the balloon to invert (overlap on itself). Once the distal leg has inverted, it is difficult to remove the balloon through the advancer tube. Neither the product history record review nor the product analysis suggests that the event experienced by the customer is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
Addendum (03/22/2018) the product evaluation indicated a secondary failure of a balloon retraction jam.